Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level over 400 mg/dl and trace ketones. The customer was treated with intravenous saline and insulin, and was released from the ER approximately 6 to 8 hours later with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.